Event description:
It was reported that the procedure was interrupted due to a fiber problem. The fiber was replaced, but the issue persisted. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that the procedure was interrupted due to a fiber problem. The fiber was replaced, but the issue persisted. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.